Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of the photos indicated foreign material in the tube. A total of 100 retained samples were visually inspected, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 7.2mg plus blood collection tubes, 1 tube contained foreign matter that appeared to be plastic stuck to the wall of the tube. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 7.2mg plus blood collection tubes, 1 tube contained foreign matter that appeared to be plastic stuck to the wall of the tube. There was no health impact or consequences reported.